Event description:
Customer reported his insulin pump is alarming. His blood glucose has been in the 300s mg/dl. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was advised the possible cause of the error was that the sensor did not detect the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4 pounds due to moisture damage force sensor resistor. The insulin pump passed displacement and basic occlusion tests. The insulin pump was pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and glue on pump.